Event description:
On (B)(6) 2009, the pt reported that the display of his infusion device is dark in "patches" and there is a "v" shape at the top and bottom of the display and the bottom edge is black. He stated that there are no partial segments. He noticed the issue at 12:00pm and he switched to his backup infusion device. He stated that on (B)(6) 2009, he spilled shaving cream on the infusion device and he rinsed the device under the faucet and he dried it. He also reported that he was out in the rain and the infusion device may have gotten wet at that time. He stated that he did not notice any damage to the display last night before bed. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.